Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient had an overstimulation occurrence on (B)(6) 2015 where she was electrocuted and fell hard on the floor on the implantable neurostimulator (ins) and head. The device had been shocking the patient . It had shocked her very badly that it knocked her off the stool she was sitting on and she hit her head. 911 was called who called the manufacturer and it took them 20 minutes to turn the stimulation off. They pressed the gray button and it stopped. It was noted the setting went all the way to 10 and was initially at 1.5 and the patient did not have the patient programmer in her hand. In this incident the patient felt pressure building up in the chest. The patient had seen her primary care physician about her heart and was told it was healthy. Since this time, the patient had problems. The caller was hysterical when she called on (B)(6) 2015 and did not think she would live another day with the device. They spoke with the healthcare provider, but they did not seem to do anything. It was noted the patient was having problems with her doctor and finding care in the area with the device.

Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n514372, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported overstimulation. The patient stated three days after implant the stimulation changed from group a to group c then went up as high as it can go. The patient said the device did this on its own. The stimulation went so high; it knocked her off her chair. Since then her legs and feet have been swollen. This happened sometime in (B)(6), the patient didn't know the exact date. The patient mentioned she was in the hospital in (B)(6), but didn't mention why. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n514372, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient received shock from their device on friday and they were unable to turn their device off. An ambulance team was called in and they were also unable to turn the device off. The manufacture's representative was called to the hospital and they turned off the device. The patient was also educated on how to shut off the system. The patient was evaluated and the shocking was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, lot# n514372, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2016 reporting that the patient had visited the hcp today because the implantable neurostimulator (ins) was shocking the patient, causing them to fall in the bathroom. The shocking sensation was in their lower back and lasted 20 minutes with residual spasms in their vagina for 25 minutes. The patient had left buttock bruising from the fall. The patient called 911 and the ins was turned off. The patient refused to go to the emergency room at that time. The hcp indicated that the patient thought the leads had become loose from the fall. ¿prior to the fall, the stimulation had discharged 9 times from the level it was programmed.¿ no impedance measurements were taken. The patient did not experience symptoms when the ins was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient. It was reported that in the operating room at implant, a company representative (rep) had turned the ins setting to high, and did not turn the ins setting down after the surgery was complete. Two days after surgery the ins delivered a strong jolt of stimulation/shock that caused the patient to be thrown to the floor in the bathroom, where they experienced a severe burning sensation and convulsion with seizure like movements. The patient hit their head on the bathroom door so hard that the door stop created a hole in the door. 911 was called and when the ems crew arrived the patient was still experiencing the severe burning sensations and convulsing with seizure like movements. The patient was shocked, burned and convulsing for approximately 25 minutes. After this incident, a rep informed the patient that the setting on the ins was not as required, turned down to a low setting after the surgery was performed. The patient suffered severe pain, mental anguish and personal injuries. Also reported that the patient experienced physical pain, mental anguish, and physical impairment in the past and future. The indication for use was to help control back pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient had not been instructed on how to turn their ins off. It was noted that the ems crew did not know how to turn the ins off either. The patient has been too fearful to use the ins. The unit was dormant and remains in the patient¿s body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient experienced strong, continuous shock in excess for 40 or 50 minutes.